Event description:
It was reported that a patient underwent a sling procedure on (B) (6) 2009. During the procedure, the inserter would not release from the mesh on the right side. A second device was used and the procedure was successfully completed with no adverse patient consequences.

Manufacturer narrative:
(B) (4). (B) (4). Finger pad comes off. Conclusion: the actual device involved in this event was returned for evaluation. One inserter met specification and released the mesh. On the other inserter, the finger pad is detached, the release wire is bent one centimeter from the tip, and therefore the mesh could not be released. As the device was used, no functional test could be performed. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.